Manufacturer narrative:
Ocd field engineer was on site. Repairs have returned the instrument to expected operation. (B)(4)

Event description:
Customer called to report that the provue issued a negative result to a visually confirmed weak reaction in cell I and ii. Customer repeated testing using the manual gel method with the same set of reagents and cards. Test yielded 0 results in cell I and +1 on cell ii. No erroneous results have been reported.